Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) presented fluid loss due to a tubing leak near the pump, the device stopped working as expected. A surgical procedure was performed to replace the system. There were no patient complications.